Event description:
During a code, rn called "clear" then turned to push defibrillator button. Rn had her back to pt and didn't realize the tech had resumed compressions after she had been previously advised to clear. There was a delay between the time she cleared and actually defibrillated as she was having difficulty in finding the correct button. The event was determined as user error. The tech who received the 200 joules was seen in the emergency dept for evaluation and was monitored. There were no EKG changes and was sent home.